Event description:
On 1st july 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol came out into the cartridge tip and the lower haptic element befan to undold; however, the lens failed to progress resulting in the injector having to be withdrawn from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol came out into the cartridge tip and the lower haptic element befan to undold; however, the lens failed to progress resulting in the injector having to be withdrawn from the eye. The healthcare professional attempted injection outside of the eye but the lens failed to advance. The injector nozzle was then cut open to retrieve the lens and two cracks were identified on the lens optic. A back-up lens was implanted successfully within the original surgery session with no harm and/or injury to the patient. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 025235708 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 025235708. There is insufficient evidence and information available to establish the cause of the lens failing to inject.